Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt was experiencing alarms with intermittent pump stoppages while at home. All external equipment was changed out, however, the condition continued. Diagnostic waveform were sent to the MFR which confirmed alarms and pump stoppages. There was a discussion between the surgeon and vad coordinator regarding possible perc lead damage. It was decided to exchange the lvad for another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.